Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that their ins battery was overheating and only while recharging the ins. Pt stated that the issue first started within about the last month or so. Pt stated that they really paid attention to the ins yesterday while recharging and the ins overheated again. Pt stated that they unplugged the equipment and got away from the equipment since their butt was hot. Pt stated that they tried recharging the ins again today however the same thing happened. Pt stated that the equipment was not getting hot at all. Pt stated that one of the reps said that they may have needed a new charger. Pt confirmed that there were no error messages appearing while recharging the ins. Pt stated that the controller would display the normal recharging screen as it should while recharging the ins. Pss suggested changing the recharging speed. Pt stated that the ins took forever to recharge. Pt was willing to try changing the recharging speed. Pss walked the pt through changing the recharging speed to level 3. Pss asked the pt how long into recharging the ins did the ins start overheating; pt stated within like five minutes. Pss advised the pt to try all of the recharging speeds while recharging the ins and if the issue persists to call ps back. Pt reporting excessive heating during recharging. Both rep and pt were present at time of call. Rep stated that patient called patient services last week to report heating while charging and well after charging session has stopped. Pt was instructed to turn down the temperature/speed of charging from a 4 to 3. Today, pt is in office and indicated that changing temperature/speed helped tremendously. Reviewed approx charging time increase to do lower speed. Confirmed pt was also using some sort of barrier between rtm and skin. Pt indicated that at no time did the rtm feel hot or warm. Reviewed possible reasons for increased heat at ins, reviewed to keep barrier in place. Overall, it seems that changing charging speed has improved the situation.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.